Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted the left ventricular (lv) lead had dislodged and exhibited failure to capture. The dislodgement of the lv lead was verified by fluoroscopy. The lv lead is not used and replaced. The patient was in stable condition throughout the procedure.